Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned

Event description:
It was reported that the customer's blood glucose level was low (63 mg/dl). Contact reported that pump performance and pump history was reviewed and pump appeared to be performing as intended.